Event description:
A customer contacted baxter's global technical service center to report receiving a system error (se) 2240 with the homechoice (hc) machine during dwell 3 of 4. The home patient (hp) had two bags connected and the supply bag fell and disconnected. The peritoneal dialysis (pd) registered nurse (rn) stated that the bag just fell off the table. The hp cycled the power and the machine alarmed se 2367. The hp cycled the power and the technical service representative (tsr) referred the hp to the registered nurse (rn). The hp would complete therapy via a manual exchange and discarded the sample. There was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the pd rn on (B)(6) 2010. The pd rn stated that the patient was doing fine; there was no patient injury or medical intervention and the patient was continuing therapy as normal.

Manufacturer narrative:
(B)(4). The patient discarded the sample.